Manufacturer narrative:
Findings: unit had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify auto off alarm due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and auto off alarm. Customer's blood glucose reading was 9.8 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to clear the auto off alarm because the buttons were unresponsive. Customer changed the battery however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.